Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable troponin t hs result for one patient sample. The initial result was 70 ng/l which was not consistent with patient's clinical picture. On (B)(6) 2016, the doctors questioned the result and the sample was repeated twice with a result of <3 ng/l each time. The sample was then sent to a different hospital for confirmation and the result was <17 ng/l. The result was amended the next day. The patient was not adversely affected. The reagent lot number was 138696. The expiration date was requested, but was not provided. Based on the data provided, the fact that the clotting time of 20 minutes was shorter than the manufacturer's specified time of 30 minutes and the alarm trace contained a message pertaining to clots being observed during the repeat testing, a pre-analytical issue was most likely responsible for the false high result.